Manufacturer narrative:
Date of event is estimated. The allegation is against1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model:3186, UDI: (B)(4), serial: (B)(6) , batch:a000140064.

Event description:
It was reported that the patient was not able to set their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedance.

Event description:
Additional information indicated both the leads were explanted and replaced to address the issue. One lead had high impedances and the other had migrated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.